Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. In the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis.

Event description:
This is filed to capture the patient deaths. It was reported through a research article, that patient deaths occurred at 12 months post mitraclip procedure and may be related to the implanted mitraclip. Details are listed in the attached article, titled iatrogenic atrial septal defect closure after transseptal mitral valve interventions. No additional information was provided.